Event description:
The customer called in to report high blood glucose levels for the past two days. The reported blood glucose reading at the time of the call was 400 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. The customer also stated that insulin squirted out during the manual prime on her last infusion set change. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.